Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room without further delays. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to emit x-rays. Upon troubleshooting, fse found that there was a leak on oil tubes and malfunction of generator. To resolve the issue, fse replaced the system oil hose set and xsc certeray board. After replacement, the system was returned to use in good working order. The replaced xsc certeray was returned to philips for further analysis and the cause of the xsc certeray failure could not be conclusively determined by the supplier¿s part analysis. The codes have been updated based on the investigation's outcome.